Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, one port on the axiem box for the navigation system was functioning intermittently. No additional information was provided. There was no patient present when this issue was identified.